Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd vacutainer® eclipse¿ blood collection needle foreign matter was discovered on needle. The following information was provided by the initial reporter, translated from (B)(6) to english: foreign body on the needle.

Manufacturer narrative:
H6: investigation summary bd received 1 samples and 2 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. See h.10.

Event description:
It was reported that prior to use with a bd vacutainer® eclipse¿ blood collection needle foreign matter was discovered on needle. The following information was provided by the initial reporter, translated from chinese to english: foreign body on the needle.